Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator (cde) contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver was not functioning. No additional patient or event information is available.